Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit. There was no patient involvement.

Event description:
It was reported that prior to use the cs300 intra aortic balloon pump (iabp) had leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, b5, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the repair has been completed. Fse is waiting on the inventory audits team to add a part fse used to add to inventory. No repair information available. In future if we receive any repair information will reopen and update the investigation.